Manufacturer narrative:
A ge service rep performed an over the phone investigation. The customer was advised to reboot the system. The system was tested and found to be working as intended following reboot. The system was put back into service.

Event description:
The customer reported that the system locked up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.